Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation'), device dislocation ('migration of essure device location of device: right device migrated upward'), device breakage ('device breakage'), seizure ('seizures') and blindness transient ('temporary loss of vision in left eye') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo any essure confirmation test.". The patient's medical history included miscarriage, c-section, multigravida ((B)(6) 2006; (B)(6) 2013), parity 2 and cholecystectomy. Concurrent conditions included obesity. Concomitant products included omeprazole. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), device breakage (seriousness criterion medically significant), genital haemorrhage ("abnormal bleeding (general)"), pelvic pain ("severe pain, pelvic pain"), dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"), pelvic discomfort ("discomfort"), abdominal pain ("abdominal pain"), back pain ("back pain"), the first episode of tooth disorder ("dental problems"), feeling abnormal ("brain fog"), dizziness ("dizziness"), the first episode of fatigue ("chronic fatigue"), arthralgia ("joint pain"), mood swings ("mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)"), hypersensitivity ("allergic or hypersensitivity reaction"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("depression"), anxiety ("anxiety / anxiety attacks"), rash ("rashes or skin conditions type: unknown"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines"), nausea ("nausea"), the second episode of tooth disorder ("dental problems"), visual impairment ("neurological conditions or problems type: vision problems"), seizure (seriousness criterion medically significant), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), vision blurred ("vision/eye problems, type: blurry vision"), blindness transient (seriousness criterion medically significant), the second episode of fatigue ("fatigue"), constipation ("severe constipation"), flatulence ("excessive gas"), alopecia ("hair loss") and abdominal pain lower ("lower right abdomen pain") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the perforation, device dislocation, device breakage, genital haemorrhage, mood swings, vaginal haemorrhage, menorrhagia, hypersensitivity, female sexual dysfunction, depression, anxiety, rash, bladder disorder, urinary tract disorder, migraine, nausea, the last episode of tooth disorder, visual impairment, seizure, allergy to metals, dysmenorrhoea, vaginal discharge, vision blurred, blindness transient, the last episode of fatigue, weight increased, constipation, flatulence, alopecia and abdominal pain lower outcome was unknown and the pelvic pain, dyspareunia, pelvic discomfort, abdominal pain, back pain, feeling abnormal, dizziness and arthralgia had not resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, anxiety, arthralgia, back pain, bladder disorder, blindness transient, constipation, depression, device breakage, device dislocation, dizziness, dysmenorrhoea, dyspareunia, feeling abnormal, female sexual dysfunction, flatulence, genital haemorrhage, hypersensitivity, menorrhagia, migraine, mood swings, nausea, pelvic discomfort, pelvic pain, perforation, rash, seizure, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vision blurred, visual impairment, weight increased, the first episode of fatigue, the first episode of tooth disorder, the second episode of fatigue and the second episode of tooth disorder to be related to essure. The reporter commented: patient never experienced any of these conditions prior to undergoing the essure procedure. She subsequently sought treatment for her symptoms from her physicians, but was unable to resolve her symptoms. Discrepancy noted as per initial case: insertion date of essure: (B)(6) 2013. Approximate weight at the time of essure placement as of (B)(6) 2019: 230 lbs. Current weight 268 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.2 kg/sqm. Imaging procedure - on an unknown date: result not provided.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-apr-2021: mr received: reporter information, patient race information added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation'), device dislocation ('migration of essure device location of device: right device migrated upward'), device breakage ('device breakage'), seizure ('seizures') and blindness transient ('temporary loss of vision in left eye') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo any essure confirmation test.". The patient's medical history included miscarriage, c-section, multigravida ((B)(6) 2006; (B)(6) 2013) and parity 2. Concurrent conditions included obesity. Concomitant products included omeprazole. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), device breakage (seriousness criterion medically significant), genital haemorrhage ("abnormal bleeding (general)"), pelvic pain ("severe pain, pelvic pain"), dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"), pelvic discomfort ("discomfort"), abdominal pain ("abdominal pain"), back pain ("back pain"), the first episode of tooth disorder ("dental problems"), feeling abnormal ("brain fog"), dizziness ("dizziness"), the first episode of fatigue ("chronic fatigue"), arthralgia ("joint pain"), mood swings ("mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)"), hypersensitivity ("allergic or hypersensitivity reaction"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("depression"), anxiety ("anxiety / anxiety attacks"), rash ("rashes or skin conditions type: unknown"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines"), nausea ("nausea"), the second episode of tooth disorder ("dental problems"), visual impairment ("neurological conditions or problems type: vision problems"), seizure (seriousness criterion medically significant), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), vision blurred ("vision/eye problems, type: blurry vision"), blindness transient (seriousness criterion medically significant), the second episode of fatigue ("fatigue"), constipation ("severe constipation"), flatulence ("excessive gas"), alopecia ("hair loss") and abdominal pain lower ("lower right abdomen pain") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the perforation, device dislocation, device breakage, genital haemorrhage, mood swings, vaginal haemorrhage, menorrhagia, hypersensitivity, female sexual dysfunction, depression, anxiety, rash, bladder disorder, urinary tract disorder, migraine, nausea, the last episode of tooth disorder, visual impairment, seizure, allergy to metals, dysmenorrhoea, vaginal discharge, vision blurred, blindness transient, the last episode of fatigue, weight increased, constipation, flatulence, alopecia and abdominal pain lower outcome was unknown and the pelvic pain, dyspareunia, pelvic discomfort, abdominal pain, back pain, feeling abnormal, dizziness and arthralgia had not resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, anxiety, arthralgia, back pain, bladder disorder, blindness transient, constipation, depression, device breakage, device dislocation, dizziness, dysmenorrhoea, dyspareunia, feeling abnormal, female sexual dysfunction, flatulence, genital haemorrhage, hypersensitivity, menorrhagia, migraine, mood swings, nausea, pelvic discomfort, pelvic pain, perforation, rash, seizure, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vision blurred, visual impairment, weight increased, the first episode of fatigue, the first episode of tooth disorder, the second episode of fatigue and the second episode of tooth disorder to be related to essure. The reporter commented: patient never experienced any of these conditions prior to undergoing the essure procedure. She subsequently sought treatment for her symptoms from her physicians, but was unable to resolve her symptoms. Discrepancy noted as per initial case: insertion date of essure: (B)(6) 2013. Approximate weight at the time of essure placement as of (B)(6) 2019: 230 lbs. Current weight 268 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.2 kg/sqm. Imaging procedure - on an unknown date: result not provided.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation'), device dislocation ('migration of essure device location of device: right device migrated upward'), device breakage ('device breakage'), seizure ('seizures') and blindness transient ('temporary loss of vision in left eye') in an adult female patient who had essure (batch no. 787227, 786879) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo any essure confirmation test.". The patient's medical history included miscarriage, c-section, multigravida (B)(6) 2006; (B)(6) 2013), parity 2 and cholecystectomy. Concurrent conditions included obesity. Concomitant products included omeprazole. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), device breakage (seriousness criterion medically significant), genital haemorrhage ("abnormal bleeding (general)"), pelvic pain ("severe pain, pelvic pain"), dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"), pelvic discomfort ("discomfort"), abdominal pain ("abdominal pain"), back pain ("back pain"), the first episode of tooth disorder ("dental problems"), feeling abnormal ("brain fog"), dizziness ("dizziness"), the first episode of fatigue ("chronic fatigue"), arthralgia ("joint pain"), mood swings ("mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding(menorrhagia)"), hypersensitivity ("allergic or hypersensitivity reaction"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("depression"), anxiety ("anxiety / anxiety attacks"), rash ("rashes or skin conditions type: unknown"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines"), nausea ("nausea"), the second episode of tooth disorder ("dental problems"), visual impairment ("neurological conditions or problems type: vision problems"), seizure (seriousness criterion medically significant), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), vision blurred ("vision/eye problems, type: blurry vision"), blindness transient (seriousness criterion medically significant), the second episode of fatigue ("fatigue"), constipation ("severe constipation"), flatulence ("excessive gas"), alopecia ("hair loss") and abdominal pain lower ("lower right abdomen pain") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the perforation, device dislocation, device breakage, genital haemorrhage, mood swings, vaginal haemorrhage, heavy menstrual bleeding, hypersensitivity, female sexual dysfunction, depression, anxiety, rash, bladder disorder, urinary tract disorder, migraine, nausea, the last episode of tooth disorder, visual impairment, seizure, allergy to metals, dysmenorrhoea, vaginal discharge, vision blurred, blindness transient, the last episode of fatigue, weight increased, constipation, flatulence, alopecia and abdominal pain lower outcome was unknown and the pelvic pain, dyspareunia, pelvic discomfort, abdominal pain, back pain, feeling abnormal, dizziness and arthralgia had not resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, anxiety, arthralgia, back pain, bladder disorder, blindness transient, constipation, depression, device breakage, device dislocation, dizziness, dysmenorrhoea, dyspareunia, feeling abnormal, female sexual dysfunction, flatulence, genital haemorrhage, heavy menstrual bleeding, hypersensitivity, migraine, mood swings, nausea, pelvic discomfort, pelvic pain, perforation, rash, seizure, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vision blurred, visual impairment, weight increased, the first episode of fatigue, the first episode of tooth disorder, the second episode of fatigue and the second episode of tooth disorder to be related to essure. The reporter commented: patient never experienced any of these conditions prior to undergoing the essure procedure. She subsequently sought treatment for her symptoms from her physicians, but was unable to resolve her symptoms. Discrepancy noted as per initial case: insertion date of essure: (B)(6) 2013. Approximate weight at the time of essure placement as of (B)(6) 2019: 230 lbs. Current weight 268 lbs. Expiration date(s): (B)(6) 2013 ¿ left fallopian tube. (B)(6) 2013 - right fallopian tube. 4 trailing coils on the left and 1 trailing coil on the right. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.2 kg/sqm. Imaging procedure - on an unknown date: result not provided.. Most recent follow-up information incorporated above includes: on 9-jul-2021: medical record received. Reporter information added, case became medically confirmed. Essure lot number, expiration date and reporter causality comment were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation'), device dislocation ('migration of essure device location of device: right device migrated upward'), device breakage ('device breakage'), seizure ('seizures') and blindness transient ('temporary loss of vision in left eye') in an adult female patient who had essure (batch no. 787227, 786879) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo any essure confirmation test.". The patient's medical history included miscarriage, c-section, multigravida ((B)(6) 2006; (B)(6) 2013), parity 2 and cholecystectomy. Concurrent conditions included obesity. Concomitant products included omeprazole. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), device breakage (seriousness criterion medically significant), genital haemorrhage ("abnormal bleeding (general)"), pelvic pain ("severe pain, pelvic pain"), dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"), pelvic discomfort ("discomfort"), abdominal pain ("abdominal pain"), back pain ("back pain"), the first episode of tooth disorder ("dental problems"), feeling abnormal ("brain fog"), dizziness ("dizziness"), the first episode of fatigue ("chronic fatigue"), arthralgia ("joint pain"), mood swings ("mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding(menorrhagia)"), hypersensitivity ("allergic or hypersensitivity reaction"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("depression"), anxiety ("anxiety / anxiety attacks"), rash ("rashes or skin conditions type: unknown"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines"), nausea ("nausea"), the second episode of tooth disorder ("dental problems"), visual impairment ("neurological conditions or problems type: vision problems"), seizure (seriousness criterion medically significant), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), vision blurred ("vision/eye problems, type: blurry vision"), blindness transient (seriousness criterion medically significant), the second episode of fatigue ("fatigue"), constipation ("severe constipation"), flatulence ("excessive gas"), alopecia ("hair loss") and abdominal pain lower ("lower right abdomen pain") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the perforation, device dislocation, device breakage, genital haemorrhage, mood swings, vaginal haemorrhage, heavy menstrual bleeding, hypersensitivity, female sexual dysfunction, depression, anxiety, rash, bladder disorder, urinary tract disorder, migraine, nausea, the last episode of tooth disorder, visual impairment, seizure, allergy to metals, dysmenorrhoea, vaginal discharge, vision blurred, blindness transient, the last episode of fatigue, weight increased, constipation, flatulence, alopecia and abdominal pain lower outcome was unknown and the pelvic pain, dyspareunia, pelvic discomfort, abdominal pain, back pain, feeling abnormal, dizziness and arthralgia had not resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, anxiety, arthralgia, back pain, bladder disorder, blindness transient, constipation, depression, device breakage, device dislocation, dizziness, dysmenorrhoea, dyspareunia, feeling abnormal, female sexual dysfunction, flatulence, genital haemorrhage, heavy menstrual bleeding, hypersensitivity, migraine, mood swings, nausea, pelvic discomfort, pelvic pain, perforation, rash, seizure, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vision blurred, visual impairment, weight increased, the first episode of fatigue, the first episode of tooth disorder, the second episode of fatigue and the second episode of tooth disorder to be related to essure. The reporter commented: patient never experienced any of these conditions prior to undergoing the essure procedure. She subsequently sought treatment for her symptoms from her physicians, but was unable to resolve her symptoms. Discrepancy noted as per initial case: insertion date of essure: (B)(6) 2013. Approximate weight at the time of essure placement as of (B)(6) 2019: 230 lbs. Current weight 268 lbs. Expiration date(s): (B)(6) 2013 ¿ left fallopian tube. (B)(6) 2013 - right fallopian tube. 4 trailing coils on the left and 1 trailing coil on the right. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.2 kg/sqm. Imaging procedure - on an unknown date: result not provided. Lot number:786879, manufacturing date: 2010-09, expiration date:2013-09, lot number:787227 manufacturing date: 2010-10, expiration date:2013-10, quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 21-jul-2021: quality safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation'), device dislocation ('migration of essure device location of device: right device migrated upward'), device breakage ('device breakage'), seizure ('seizures') and blindness transient ('temporary loss of vision in left eye') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo any essure confirmation test.". The patient's medical history included miscarriage, c-section, multigravida (B)(6) 2006; (B)(6)2013) and parity 2. Concurrent conditions included obesity. Concomitant products included omeprazole. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), device breakage (seriousness criterion medically significant), genital haemorrhage ("abnormal bleeding (general)"), pelvic pain ("severe pain, pelvic pain"), dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"), pelvic discomfort ("discomfort"), abdominal pain ("abdominal pain"), back pain ("back pain"), the first episode of tooth disorder ("dental problems"), feeling abnormal ("brain fog"), dizziness ("dizziness"), the first episode of fatigue ("chronic fatigue"), arthralgia ("joint pain"), mood swings ("mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)"), hypersensitivity ("allergic or hypersensitivity reaction"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("depression"), anxiety ("anxiety / anxiety attacks"), rash ("rashes or skin conditions type: unknown"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines"), nausea ("nausea"), the second episode of tooth disorder ("dental problems"), visual impairment ("neurological conditions or problems type: vision problems"), seizure (seriousness criterion medically significant), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), vision blurred ("vision/eye problems, type: blurry vision"), blindness transient (seriousness criterion medically significant), the second episode of fatigue ("fatigue"), constipation ("severe constipation"), flatulence ("excessive gas"), alopecia ("hair loss") and abdominal pain lower ("lower right abdomen pain") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the perforation, device dislocation, device breakage, genital haemorrhage, mood swings, vaginal haemorrhage, menorrhagia, hypersensitivity, female sexual dysfunction, depression, anxiety, rash, bladder disorder, urinary tract disorder, migraine, nausea, the last episode of tooth disorder, visual impairment, seizure, allergy to metals, dysmenorrhoea, vaginal discharge, vision blurred, blindness transient, the last episode of fatigue, weight increased, constipation, flatulence, alopecia and abdominal pain lower outcome was unknown and the pelvic pain, dyspareunia, pelvic discomfort, abdominal pain, back pain, feeling abnormal, dizziness and arthralgia had not resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, anxiety, arthralgia, back pain, bladder disorder, blindness transient, constipation, depression, device breakage, device dislocation, dizziness, dysmenorrhoea, dyspareunia, feeling abnormal, female sexual dysfunction, flatulence, genital haemorrhage, hypersensitivity, menorrhagia, migraine, mood swings, nausea, pelvic discomfort, pelvic pain, perforation, rash, seizure, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vision blurred, visual impairment, weight increased, the first episode of fatigue, the first episode of tooth disorder, the second episode of fatigue and the second episode of tooth disorder to be related to essure. The reporter commented: patient never experienced any of these conditions prior to undergoing the essure procedure. She subsequently sought treatment for her symptoms from her physicians, but was unable to resolve her symptoms. Discrepancy noted as per initial case: insertion date of essure: ??-(B)(6) 2013. Approximate weight at the time of essure placement as of (B)(6) 2019: 230 lbs. Current weight 268 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.2 kg/sqm. Imaging procedure - on an unknown date: result not provided.. Quality-safety evaluation of ptc: unable to confirm complaint amendment: the report was amended for the following reason: this case is retention case and all the information from case (B)(4)was transferred to retention case number (B)(4) . Reporter, references were added. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation"), device dislocation ("migration of essure device location of device: right device migrated upward"), device breakage ("device breakage"), genital haemorrhage ("abnormal bleeding (general)"), pelvic pain ("severe pain, pelvic pain"), seizure ("seizures") and blindness transient ("temporary loss of vision in left eye") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo any essure confirmation test". The patient's medical history included miscarriage and c-section. Concurrent conditions included obesity. Concomitant products included omeprazole. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), device breakage (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain (seriousness criterion medically significant), dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"), pelvic discomfort ("discomfort"), abdominal pain ("abdominal pain"), back pain ("back pain"), the first episode of tooth disorder ("dental problems"), feeling abnormal ("brain fog"), dizziness ("dizziness"), the first episode of fatigue ("chronic fatigue"), arthralgia ("joint pain"), mood swings ("mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)"), hypersensitivity ("allergic or hypersensitivity reaction"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("depression"), anxiety ("anxiety / anxiety attacks"), rash ("rashes or skin conditions type: unknown"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines"), nausea ("nausea"), the second episode of tooth disorder ("dental problems"), visual impairment ("neurological conditions or problems type: vision problems"), seizure (seriousness criterion medically significant), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), vision blurred ("vision/eye problems, type: blurry vision"), blindness transient (seriousness criterion medically significant), the second episode of fatigue ("fatigue"), constipation ("severe constipation"), flatulence ("excessive gas"), alopecia ("hair loss") and abdominal pain lower ("lower right abdomen pain") and was found to have weight increased ("weight gain"). At the time of the report, the perforation, device dislocation, device breakage, genital haemorrhage, mood swings, vaginal haemorrhage, menorrhagia, hypersensitivity, female sexual dysfunction, depression, anxiety, rash, bladder disorder, urinary tract disorder, migraine, nausea, the last episode of tooth disorder, visual impairment, seizure, allergy to metals, dysmenorrhoea, vaginal discharge, vision blurred, blindness transient, the last episode of fatigue, weight increased, constipation, flatulence, alopecia and abdominal pain lower outcome was unknown and the pelvic pain, dyspareunia, pelvic discomfort, abdominal pain, back pain, feeling abnormal, dizziness and arthralgia had not resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, anxiety, arthralgia, back pain, bladder disorder, blindness transient, constipation, depression, device breakage, device dislocation, dizziness, dysmenorrhoea, dyspareunia, feeling abnormal, female sexual dysfunction, flatulence, genital haemorrhage, hypersensitivity, menorrhagia, migraine, mood swings, nausea, pelvic discomfort, pelvic pain, perforation, rash, seizure, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vision blurred, visual impairment, weight increased, the first episode of fatigue, the first episode of tooth disorder, the second episode of fatigue and the second episode of tooth disorder to be related to essure. The reporter commented: patient never experienced any of these conditions prior to undergoing the essure procedure. She subsequently sought treatment for her symptoms from her physicians, but was unable to resolve her symptoms. Discrepancy noted as per initial case: insertion date of essure: (B)(6) 2013. Approximate weight at the time of essure placement as of (B)(6) 2019: 230 lbs. Current weight 268 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.2 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-apr-2019: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation"), device dislocation ("migration of essure device location of device: right device migrated upward"), device breakage ("device breakage"), genital haemorrhage ("abnormal bleeding (general)") and pelvic pain ("severe pain, pelvic pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo any essure confirmation test.". The patient's medical history included miscarriage and c-section. Concurrent conditions included obesity. Concomitant products included omeprazole. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), device breakage (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain (seriousness criterion medically significant), dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"), pelvic discomfort ("discomfort"), abdominal pain ("abdominal pain"), back pain ("back pain"), the first episode of tooth disorder ("dental problems"), feeling abnormal ("brain fog"), dizziness ("dizziness"), the first episode of fatigue ("chronic fatigue"), arthralgia ("joint pain"), mood swings ("mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)"), hypersensitivity ("allergic or hypersensitivity reaction"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("depression"), anxiety ("anxiety / anxiety attacks"), rash ("rashes or skin conditions type: unknown"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines"), nausea ("nausea "), the second episode of tooth disorder ("dental problems"), visual impairment ("neurological conditions or problems type: vision problems"), seizure ("seizures"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), vision blurred ("vision/eye problems, type: blurry vision"), blindness transient ("temporary loss of vision in left eye"), the second episode of fatigue ("fatigue"), constipation ("severe constipation"), flatulence ("excessive gas"), alopecia ("hair loss") and abdominal pain lower ("lower right abdomen pain") and was found to have weight increased ("weight gain"). At the time of the report, the perforation, device dislocation, device breakage, genital haemorrhage, mood swings, vaginal haemorrhage, menorrhagia, hypersensitivity, female sexual dysfunction, depression, anxiety, rash, bladder disorder, urinary tract disorder, migraine, nausea, the last episode of tooth disorder, visual impairment, seizure, allergy to metals, dysmenorrhoea, vaginal discharge, vision blurred, blindness transient, the last episode of fatigue, weight increased, constipation, flatulence, alopecia and abdominal pain lower outcome was unknown and the pelvic pain, dyspareunia, pelvic discomfort, abdominal pain, back pain, feeling abnormal, dizziness and arthralgia had not resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, anxiety, arthralgia, back pain, bladder disorder, blindness transient, constipation, depression, device breakage, device dislocation, dizziness, dysmenorrhoea, dyspareunia, feeling abnormal, female sexual dysfunction, flatulence, genital haemorrhage, hypersensitivity, menorrhagia, migraine, mood swings, nausea, pelvic discomfort, pelvic pain, perforation, rash, seizure, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vision blurred, visual impairment, weight increased, the first episode of fatigue, the first episode of tooth disorder, the second episode of fatigue and the second episode of tooth disorder to be related to essure. The reporter commented: patient never experienced any of these conditions prior to undergoing the essure procedure. She subsequently sought treatment for her symptoms from her physicians, but was unable to resolve her symptoms. Discrepancy noted as per initial case: insertion date of essure: (B)(6) 2013. Approximate weight at the time of essure placement as of (B)(6) 2019: (B)(6). Current weight (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.2 kg/sqm. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet received. Events added: mood swings, abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia), allergic or hypersensitivity reaction, apareunia (inability to have sexual intercourse), depression, anxiety, rashes or skin conditions type: unknown, bladder or urinary problems or changes, migraines,headaches, migration of essure device location of device: right device migrated upward, nausea, dental problems, neurological conditions or problems type: vision problems, seizures, device breakage, nickel allergy, dysmenorrhea (cramping), vaginal discharge, blurry vision. Temporary loss of vision in left eye, fatigue, weight gain, severe constipation, excessive gas, perforation (other), hair loss, lower right abdomen pain, patient did not undergo any essure confirmation test. Concomitant and historical conditions were added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.